Event description:
The customer reported receiving treatment at the emergency room for high blood glucose levels, with a reading of 572 mg/dl. Troubleshooting was performed and the insulin pump alarmed no reservoir. Advised customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.